Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger on a bd plastic pack ¿ / bd lord's ¿ insulin syringe with needle was hard to press. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: customer returned (2) loose 3/10cc, 8mm syringes. Customer states that the plunger was hard to press. Both returned syringes were examined and one sample exhibited a deformed stopper in the barrel. No defects were observed on the remaining sample. A review of the device history record was completed for batch # 6291654 all inspections were performed per the applicable operations qc specifications. Samples were forwarded to manufacturing site on 17nov2017 for further review. On 21nov2017, (B)(4) received two (2) loose 0.3ml, 8mm syringes from reported batch# 6291654. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, it was noted that one (1) sample exhibited a deformity of the stopper, as visualized in the assembled syringe. Upon disassembly, the stopper was noted to retain it's deformed configuration. CAPA (B)(4) was initiated by the (B)(4) plant to address deformed/damaged stoppers and their associated root cause(s). Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity.